Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
The patient called and reported that the physician indicated that both leads were starting to wear out and need to replace both of them. The leads remain in use. Additional information has been requested and not yet received. No patient complications have been reported as a result of this event.